Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilator's memory logs. The se found the exhalation flow sensor (evq )in the ventilator however, it was not being recognized as locked in. The se reseated the evq and the reported condition was resolved. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a system error diagnostic message. The ventilator was not in use on a patient at the time the event occurred.